Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited pace impedances greater than 2,000 ohms post implant. The physician decided to revise the system. An x-ray was taken and revealed that the lead was still in the same position. The ra lead was removed from the header and tested through the pacing system analyzer (psa). The returned impedance measurement was 550 ohms. It was reported that this indicated that the lead was not seated in the header properly. The physician re-inserted the ra lead with normal impedance measurements. No adverse patient effects were reported. This product remains in-service.